Manufacturer narrative:
Concomitant medical product: 457453, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure it was discovered that the right ventricular (rv) lead impedance level had increased twofold. Additionally, the physician noticed insulation damage just beyond the yoke. The lead was partially extracted, capped and replaced. No patient complications have been reported as a result of this event.